Event description:
It was reported that the patients ipg was slightly tilted and was causing pain. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.